Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es all users were unable to login to one station and displaying error message inconsistency was detected during internal operation. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login to the station. A field service engineer (fse) found the station listed under ¿default organization¿ in remote smart service (rss) and identified that the hard drive was full. An attempt to map a drive from another station failed. The hard drive was replaced, the station was reimaged, and all necessary packages, including certificate, tls, firewall, and eset were installed. The medstation software was configured, a sync was performed, and remote access was verified. The customer accessed a drawer successfully, and a field service engineer remotely verified rss functionality. After all configurations, the station showed no notification icons. The fse performed proactive inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es all users were unable to login to one station and displaying error message inconsistency was detected during internal operation. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.